Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited low defibrillation impedance. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures. The lead was tested with hi-pot and found shorting between the right ventricular and superior vena cava vectors. After removing the superior vena cava shock coil, visual inspection found an internal insulation abrasion breaching the right ventricular cable lumen with one right ventricular etfe cable coating also found to be abraded. The cause of the reported event was due to the exposure of the right ventricular cable conductor at the abrasion zone under the superior vena cava shock coil.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular (rv) lead was explanted. The patient condition was unknown.